Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. The returned customer strips were lot no. 430020-22 vial no. 00143018. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr, qc 2: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, the customer's alleged values were present.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs pst meter serial number (B)(4) compared to an unknown lab methodology. The customer's test strip lot information was requested but not provided for all meter testing. On (B)(6) 2020, the customer¿s laboratory result was 2.9 inr at approximately 10:30 a.m. The customer¿s meter result at 11:30 a.m. Was 4.2 inr. On (B)(6) 2020, the customer¿s laboratory result was 2.7 inr at approximately 12:30 p.m. The customer¿s meter result at 1:40 p.m. Was 3.6 inr. On (B)(6) 2020, the customer¿s laboratory result was 2.4 inr at approximately 2:30 p.m. The customer¿s meter result with test strip lot 43002022 was 6.1 inr at 3:33 p.m. The customer's meter result with test strip lot 44009621 was 6.1 inr at 3:35 p.m. On (B)(6) 2020, the customer¿s meter result with test strip lot 44009621 was 4.1 inr at 9:10 a.m. With test strip lot 43002022, the customer¿s meter result was 4.0 inr at 9:14 a.m. The customer¿s laboratory result was 2.7 inr. The time between laboratory and meter testing was requested but not provided. The customer¿s therapeutic range is 2.0- 3.0 inr. Test strip lot 43002022 has an expiration date of 30-apr-2021. Test strip lot 44009621 has an expiration date of 31-may-2021.